Manufacturer narrative:
Reported event of packaging seal compromised. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the packaging of an rx needle knife xl was compromised which was noticed on (B)(6) 2014. According to the complainant, the packaging seal of an rx needle knife xl was found to be broken on the top right corner. The device was intact and there was no damage noted to the device. There was no patient or procedure involved in this event, the issue was found upon receiving the device.

Manufacturer narrative:
Visual inspection of the returned unit revealed the pouch opened in one corner. The seal was complete upon evaluation suggesting it was correctly made. Therefore, it is most likely that due to manipulation the defect was caused, hence the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that the packaging of an rx needle knife xl was compromised which was noticed on (B)(6) 2014. According to the complainant, the packaging seal of an rx needle knife xl was found to be broken on the top right corner. The device was intact and there was no damage noted to the device. There was no patient or procedure involved in this event, the issue was found upon receiving the device.